Manufacturer narrative:
Section 6a: correction, there was no date of implant since this event occurred during procedure. The date of implant was reported in the initial report erroneously. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The account communicated that the pump and outflow graft were contaminated on the field during the implant procedure. The heartmate 3 lvad, serial number (B)(6), was not disposed of and a new pump was implanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26jul2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), includes the pump and outflow graft in the list of equipment and supplies required for implant within section 5 ¿surgical procedures¿. Section 5 (under ¿unpacking¿) notes to use care when unpacking items, as several must be placed in the sterile fields. This section also provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray. The user is also instructed to remove all the sterile components from the accessories tray and place in the sterile work area. In addition. Section 5 (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that hm3 (heartmate 3) pump and outflow graft were contaminated on the field during implant procedure. The facility disposed of the pump and outflow graft. No additional information provided.